Event description:
Revision surgery was reported due to the rail distractor maxed out at 50mm & broke the "positive stopper" off. The surgeon elected to bring child back to o.r. And change out under anesthesia to regain length.